Manufacturer narrative:
MFR received date: 01nov2019. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the touchscreen to address the reported issue. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date received by manufacturer: 11nov2019. Date of report: 18nov2019. The touchscreen assembly was received for failure investigation. There were no signs of damage or contamination during visual inspection. The touchscreen was installed onto a good ventilator for testing. After testing, it was determined that the resistances and resistance ratio were not within specification. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12sep2019.

Event description:
The customer reported touchscreen failure. There was no patient or user harm reported.